Event description:
It was reported that after isolation of in the left pulmonary veins and when the catheter was moved to the right pulmonary veins the patient blood pressure has dropped. Through an intracardiac ultrasound a pericardial effusion was confirmed. Pericardiocentesis was performed and fluid was removed from around the heart. But the patient then lost blood pressure. CPR was performed and the patient was taken to operating room at this point. There was no indication of any equipment malfunction.

Manufacturer narrative:
According to the customer, all catheters have been discarded. The concomitant products: carto 3 system, manufacturer # m-4800-01, (B)(4); stockert 70 system, manufacturer # m-5463-01, (B)(4); cool flow pump, manufacturer # m-5491-02, (B)(4); c3 nav variable lasso, manufacturer# d-1290-01-s , lot # 15450955l; soundstar, manufacturer# m-5723-05, lot # unk . (B)(4).